Event description:
It was reported that the single day infusor ¿burst.¿ this was identified before use. The device was filled with 2000 mg desferrioxamine in 45 ml of water for injection (wfi). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 14h012 was manufactured from august 12, 2014 ¿ august 13, 2014. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a ruptured reservoir. Microscopic inspection noted markings near the rupture line. The cause of the reported condition was undetermined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.